Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump was used to infuse epinephrine after the infusion finished on pump, and immediately after, the pump alarmed "system failure: primary audible bgnd test, enter biomed passcode." The event history log also showed that the pump did have a primary audible alarm bgnd and acu watchdog failure at end of an intermittent infusion there were no adverse events reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was evaluated by a field service technician at the customer facility. Visual and functional testing were performed. No visual abnormalities, functional testing did not duplicate customer complaint. Root cause cannot be determined since the complaint was not confirmed due to the fact the device was tested and successfully passed. E4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.